Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration/ migration of essure device location of device: left fallopian tube"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, anxiety disorder, arthritis, asthma, fibromyalgia, gerd, constipation and obesity. Concomitant products included salbutamol sulfate (proair hfa) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 8 years 1 month after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), pruritus ("itchy skin") and headache ("head pain"). The patient was treated with surgery (pelvic surgery to try and alleviate pelvic symptoms, hysterectomy(full), bilateral salpingectomy), surgery (pelvic surgery to try and alleviate pelvic symptoms, hysterectomy(full), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, menorrhagia, genital haemorrhage, dyspareunia, migraine, alopecia, weight increased, pruritus, vaginal haemorrhage, dysmenorrhoea, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, perforation, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in (B)(6) 2017, it was determined that she required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion. Smear cervix - on an unknown date: abnormal concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, dyspareunia, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. New reporters added and case updated to medically confirmed. Patient¿s demographic, concomitant medication and concomitant disease were added. Essure start date and indication updated and stop date added. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), abdomen pain and head pain was added. Event migration updated to migration /migration of essure device location of device: left fallopian tube. On (B)(6) 2018: no new clinical information received. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and pruritus ("itchy skin"). The patient was treated with surgery (she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, migraine, alopecia, weight increased and pruritus outcome was unknown. The reporter considered alopecia, device dislocation, dyspareunia, genital haemorrhage, migraine, perforation, pruritus and weight increased to be related to essure. The reporter commented: in (B)(6) 2017, it was determined that she required surgical intervention to address her complications. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.